Event description:
The peel away introducer of the coil system did not work properly, the zipper could only zipped the introducer half ot its own length but it did not enough to recover the coil and the coil became unable to use again.